Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6)2016. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. The hm3 lvas IFU lists all adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including infection, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had sepsis with or due to erysipelas. The patient was treated with antibiotics. The patient also experienced cardiac decompensation and was treated with diuretics. This event resolved on (B)(6) 2018.